Event description:
It was reported that there was an increased threshold and decreased sensing on both atrial and ventricular leads. A chest x-ray confirmed that both leads had obviously lost their slack, comparing to the x-ray photos taken at the implant operation. The leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).